Event description:
It was reported that multiple malfunctions occurred on the pump, displaying malfunction code 9. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether it exceeded 500 mg/dl. Technical support assisted the customer by providing pump reset information and helped reset the device. When the same malfunction code recurred, technical support arranged for a pump replacement. The customer reverted to an alternate method of insulin therapy.